Manufacturer narrative:
We are awaiting device return. If the device is returned for evaluation, a followup report will be submitted.

Event description:
It was reported while using the catheter for an ablation procedure, the catheter started leaking from the handle. The physician replaced the catheter to complete the procedure. There were no consequences to the patient.